Event description:
The customer received questionable results for bun and hdl-cholesterol plus 3rd generation over several days. The specific number of samples involved was unknown. Of the data provided for five samples, only the hdl results for three samples were discrepant and reported outside the laboratory. Patient 1 original result was 4 mg/dl and the repeat result on anther analyzer on (B)(6) 2015 was 43 mg/dl. Patient 2 original result was 6 mg/dl and the repeat result on another analyzer on (B)(6) 2015 was 47 mg/dl. Patient 3 original result was 7 mg/dl and the repeat result on another analyzer on (B)(6) 2015 was 81 mg/dl. The original results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected and no patients were treated based on the original results. The hdl reagent lot number and expiration date were requested, but were not provided. The field service representative found there was a mechanical failure and cleaned and adjusted the rinse mechanism nozzles. The customer performed precision and qc. The unit was operating to specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.